Manufacturer narrative:
Corrected fields: h6, d4. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
The customer reported that his olympus single-use fiber connector caught fire. According to the initial reporter, this issue was discovered during setup. Reportedly, the exact event date could not be recalled. Initial reporter noted that ¿it happened sometime this month¿. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.